Event description:
When using the patellar resurfacing instrumentation, the round patella centering caliper allowed the drill bit to drill too deep and perforate the patella anterior cortex. Three drill holes perforated the patella due to instrument design.